Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the dilator of the thal-quick abscess drainage set became stuck in the drainage catheter. This device was removed, and the procedure was completed with another set. There were no injuries or additional procedures. The device was returned and examined, revealing that it was actually the dilator with the guidewire lodged inside of it, along with an unidentified hardened foreign matter. It was also found that the safety wire was broken, and the coils were elongated.